Manufacturer narrative:
Unit passed active current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump failed sleep current measurement test due to high current caused by moisture damage on the electronic assembly. Pump did not alarm pump error 43 during testing. Successfully downloaded history files and traces using thump. Verified the pump alarmed pump error 43 in pump downloaded history on (B)(6) 2023 at 13:51:40.000 due to moisture damage on the motor. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, battery failed alarm, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed low battery alert on (B)(6) 2023 at 15:27:22.000 and multiple battery failed alarms on (B)(6) 2023 starting at 13:52:09.000. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked retainer, retainer knit line damage, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump error 43 confirmed due to moisture damage on the motor. Battery failed alarm was not noted during testing. Failed batt test was not confirmed. All buttons functioned properly during test. Keypad unresponsive/button error alarm was not confirmed. Unexpected power loss alarm was confirmed due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at corner of the belt clip rails near the battery compartment and at battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor was detected by reading unexpected value from hall sensor (pump error 43). The customer also received a battery failed alarm and reported a crack at the back of the battery compartment. Troubleshooting was partially performed and the customer was unable to clear the alarm successfully. It was also found that the time clock advance. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.